Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that sometimes it worked well but other it shut off on its own. There was a loss of stimulation. This started the second week of (B)(6). There were no falls or traumas that were related to this event. The patient did have an MRI around that time but it was confirmed that the device had been turned off and put into MRI mode before the scan. No further complications were reported.

Manufacturer narrative:
Information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient's stimulation turning itself off has been resolved, but the patient now is having a problem charging his medical device. No further information was reported.